Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on 08/27/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found low and replace battery warnings along with evidence of a battery with low voltage being installed. The cap was unable to secure properly onto the pump but was able to maintain electrical contacts to allow the pump to power up to the verify screen with auditory and vibratory features. All the buttons responded properly. A rewind/load/prime sequence was executed without incidences. The electrical current draws were within specifications. The reported battery life issue was not duplicated in the investigation and was attributed to a use error in that a partially discharged battery was being installed. Unrelated to the reported issue, the compartment was found to have cracked in the threads area and below the grip pad. Removal of the pump casing did not find any evidence of moisture intrusion or loose component inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the battery life was less than expected since about 2 months ago. The reporter stated that the correct battery type was used and it matched the battery setting. The issue allegedly had occurred with multiple batteries from different packs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.